Event description:
It was reported that stent partial deployment and dislodgment occurred, requiring a modified device for removal. The 80% stenosed target lesion was located at the origin of the c1 segment of the right internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. After the stent was half-deployed, angiography showed that it was well attached to the vessel wall, so the physician decided to deploy the stent completely. However, when the stent was deployed about three-quarters of the way, it could not be fully deployed. The stent was recovered halfway and then attempted to deploy again but still failed to deploy after reaching three-quarters point. Therefore, the entire stent and delivery system were retrieved using a modified device, and the whole stent system was withdrawn for inspection. During in vitro inspection, it was noted that the stent had dislodged within the delivery sheath. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
Correction report is being filed to update h6 (device codes). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination found the stent of the device to be fully deployed from the device. No issues were noted with the stent. A visual and tactile inspection identified no kinks or damage to the delivery system and tip of the device. This concludes the product analysis.

Event description:
It was reported that stent partial deployment and dislodgment occurred, requiring a modified device for removal. The 80% stenosed target lesion was located at the origin of the c1 segment of the right internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. After the stent was half-deployed, angiography showed that it was well attached to the vessel wall, so the physician decided to deploy the stent completely. However, when the stent was deployed about three-quarters of the way, it could not be fully deployed. The stent was recovered halfway and then attempted to deploy again but still failed to deploy after reaching three-quarters point. Therefore, the entire stent and delivery system were retrieved using a modified device, and the whole stent system was withdrawn for inspection. During in vitro inspection, it was noted that the stent had dislodged within the delivery sheath. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.